Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the battery compartment was observed to be cracked from the threads to the case seal. Unrelated to the initial complaint, the display screen was observed to have a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that they had difficulty replacing an old battery cap and that they heard a cracking sound when a new battery cap was used. The reporter was uncertain whether the casing had a crack before attempting to replace the battery cap and stated that the battery cap had not previously been changed. The user guide recommends changing the battery cap every six months. The reporter denied moisture and corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.